Manufacturer narrative:
E1: the third affiliated hospital of (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported blood from a hematemesis got on the subject device. Detail: wipe by alcohol was performed, but there were some areas such as the front of the device where blood could not be wiped off. The issue occurred after a gastrointestinal hemostasis procedure (upon completion of procedure, device no longer used on patient). The procedure completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure (blood on the exterior) was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.